Event description:
The account alleged the bed has no audible alarm when the patient position module is alarming. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.